Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pelvic infection ("pelvic infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hysteroscopy, uterine dilation and curettage, endometrial ablation, vaginal itching, depression, back pain, bronchitis, gastroesophageal reflux, back surgery in 2008 and chest pain. Previously administered products included for an unreported indication: losartan from 2003 to (B)(6) 2018, metformin from 1999 to (B)(6) 2018, depo provera from february 2012 to 2012 and basaglar. Concurrent conditions included obesity, hypertension since 2003, diabetes since 1999, hyperlipidemia since 2003, carpal tunnel syndrome, hypercholesterolemia, insomnia, irritable bowel syndrome, sciatica, shortness of breath, hypercholesterolemia, sinus disorder, ovarian cyst and cervicitis. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic infection (seriousness criterion medically significant), pain in extremity ("shooting pain to legs / thigh pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth loss ("lost teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and proctalgia ("perianal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), abdominal pain lower ("cramps"), back pain ("back pain"), arthralgia ("shooting pain to hips"), rash ("rash in inner thigh area"), loss of libido ("loss of libido"), fungal infection ("yeast infections") and menstrual disorder ("period was not normal"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic infection, hypersensitivity, abdominal pain lower, back pain, arthralgia, rash, weight increased, loss of libido, fungal infection, migraine, headache, nausea, tooth loss, dysmenorrhoea, fatigue, constipation, alopecia, dysfunctional uterine bleeding and menstrual disorder outcome was unknown and the pain in extremity, vaginal haemorrhage, menorrhagia, dyspareunia and proctalgia had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, constipation, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypersensitivity, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic infection, proctalgia, rash, tooth loss, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.malposition of essure device.right essure coil was not in correct position; however occluded at the cornu. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), loss of libido, yeast infections , pelvic infection, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation, hair loss, dysfunctional uterine bleeding, perianal pain, lost teeth and period was not normal" were added. Outcome for the event 'thigh pain, perianal pain, abnormal bleeding and painful intercourse' were added as recovered. Historical and concomitant conditions were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), abdominal pain lower ("cramps"), back pain ("back pain"), arthralgia ("shooting pain to hips "), pain in extremity ("shooting pain to legs"), rash ("rash in inner thigh area") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity, abdominal pain lower, back pain, arthralgia, pain in extremity, rash and weight increased outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, device dislocation, hypersensitivity, pain in extremity, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.